Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in and reported that their insulin pump was having issues with the piston. The customer's blood glucose level was unknown at the time of the incident. The customer reported the piston only pushed the reservoir about half way. Displacement test was performed and failed. The insulin pump will be returned for analysis.